Event description:
It was reported that the tip of the fixed screwdriver broke off during a spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual confirmed the tip is broken. Damage noted to fracture surfaces. The shaft outer surface is fairly flat with circular material flow indicative of overload. The inner portion of the shaft displays a fairly flat fracture surface with progressive striations that are indicative of fatigue. A review of the device history records did not identify any applicable nonconformance to specification.